Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for human chorionic gonadotropin, short turn around time (hcg stat) on one patient sample. All results are in miu/ml. The initial hcg stat result was 2.36. This result was reported outside of the laboratory. Three days later, the physician's office questioned the results based on the patient's presentation. The sample was repeated on the same analyzer and generated a result of 602. The customer deemed the repeat result to be correct. There was no adverse event. The lot of hcg stat reagent in use was 17011701, with an expiration date of 02/28/2014. The field service representative could not determine a cause for the issue. He checked the analyzer's operation and did performance testing.

Manufacturer narrative:
A specific root cause could not be determined. It was noted that the customer centrifuges samples for 5 minutes and not 10 minutes as the manufacturer specifies. If the centrifugation time is shorter, cells and platelets are not separated correctly. This could lead to micro-clots and false low results.